Event description:
The customer reported that the probe of the ortho provue analyzer did not descend after a power failure and dripped fluid into the reagents on board the instrument. The customer discarded the reagents. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined the connections from the fluidics system wash / waste bottle were not connected. The fe reconnected the waste connector to return the analyzer to expected operation and during the visit also replaced the wash station and the probe. This customer has not logged any similar complaints against this analyzer since the incident.